Event description:
A caller reported a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. The customer was guided by technical support through a pump reset, after which the cgm error code did not reappear. The caller successfully started their sensor session, resolving the issue.